Event description:
Reportedly, during testing a low fio2 alarm occurred. The customer was unable to resolve issue by o2 sensor calibration. The device was not used on a pt when the failure occurred.

Manufacturer narrative:
(B)(4).